Event description:
The user facility reported the patient was on impella cp support and during support, the impella flow suddenly dropped to only 0.1 l/min. Since vital signs were stable, the impella was removed. When the impella cannula was inspected, a blood clot was found in it. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. Low flow occurred during the procedure. Pump was removed since the patient hemodynamics was stable. Biomaterial found post explant. Blood volume not given. No kinks noted. Data review: data confirmed the failure mode. Logs showed pump started & run without issue. About 23 hours into the case, flow suddenly dropped to 0.5 l/min with flows then continuing to trend downward. There are multiple mc spikes that triggered auto suction response and suction alarms. This event remained to the rest of the case. Product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely due to biomaterial since biomaterial was stated to be found post explant and data shows indications of biomaterial. As the necessary information was not provided, the root cause of the thrombus was not determined b2 outcome was erroneously selected on the initial manufacturer device report number 1220648-2025-27351. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27351.